Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while administering medication. The following information was provided by the initial reporter: "we are unable to push the liquid through the needle... I also received 2 more needles on friday (B)(6)".

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while administering medication. The following information was provided by the initial reporter: "we are unable to push the liquid through the needle. I also received 2 more needles on friday 11/11".

Manufacturer narrative:
It was reported fluid could not be pushed through the needle. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. One sample had no plastic shield with the safety mechanism activated. The other sample has the plastic shield. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, needle manufacturer lot numbers 1278948, 1278956, 1313553, 1278955, 1280175 and 1313555. For lots 1278948, 1278956, 1313553, 1278955, 1280175, the review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. For lot 1313555, there was documentation for this type of defect during the production run. A quality notification was issued for clogged needle due to silicone. It could be possible the customer received some escapes from the incident that occurred. The process to isolate affected product was reviewed. The process variation that induced the clogged needle was assessed and adjusted to prevent variations that could induce the same symptom. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.